Manufacturer narrative:
(B)(4). Voluntary MDR report no. Mw5154861, mw5154860, mw5154859, mw5154858, mw5154857, mw5154856.

Event description:
A voluntary MDR report was received on (B)(6) 2024. It was reported that early sensor expiration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.